Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately two weeks post implant, the patient experienced "sub-sternal stabbing" chest pain radiating to the left, syncopal episodes, headache, orthostatic hypotension, tingling hands, cough, and a general feeling of unwell. A chest CT showed a pericardial effusion. The symptoms resolved without intervention. Follow-up was conducted to obtain information on the patient and whether the episode was related to the device system. It was determined that the episode was not device related. However, the symptoms could not be dissociated from the right atrial (ra) and right ventricular (rv) leads. Both leads remain in use. The patient was enrolled in the evera MRI continued access clinical study. No further patient complications have been reported as a result of this event.